Manufacturer narrative:
(B)(4). Maquet cardiopulmonary (B)(4) provides product failure investigation, analysis and resolution for the device described in this report. The device was investigated by a maquet field service technician. A faulty fitting, part #701029129 was found and replaced. The system was successfully tested to factory specifications and returned to service. A supplemental medwatch will be submitted if additional information becomes available.

Event description:
It was reported that the cardioside fitting on the hcu30 device had a slight leak. No patient involvement. Reference: (B)(4).